Event description:
A surgical technician reported that following an intraocular lens (iol) implant surgery. A patient experienced poor focusing ability causing a refractive imbalance and dysphotopsia. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).